Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had an MRI on friday. Patient stated they used their programmer to turn their device off and when they went to turn their device back on they noticed it was already on. The patient stated this happened twice (on (B)(6)). They turned ins off before MRI and confirmed the lightening bolt was not present in the upper left hand corner of the screen but when they went to turn ins back on the lightening bolt was there and ins was already on (confirmed they have model 3037 programmer). They were supposed to get MRI on monday and they had the IV in and everything and they had a remaining lead from another device, so the patient was sent home. They did an x-ray and confirmed the extra lead. On monday ((B)(6)) when they went to turn therapy on they noticed it was already on. They also reported that they noticed when they had the MRI that during the MRI scan they felt like their left foot was tingling, but they did not think anything of it because they thought they had turned off the device. They indicated that they did press the stimulator on button but stated they "did not have the lead near my device". Reviewed difference between turning ins on/off and turning programmer on/off. They didn't know if they pressed the stimulation off button and maybe they did thinking they were turning on the programmer. They think they may have never turned off the remote and stated maybe when they took it out of the pouch "it was that sensitive". The patient was redirected to their healthcare provider.